Event description:
The pump was purchased on (B)(6) 2010. The customer used the softfit breastshields with the pump. Customer reported she sustained cuts around her areola after using the product for 5 days. Customer also noted a decrease in milk production. Larger sized breastshields were sent, but the customer reported she was continuing to get cuts. The customer went to her lactation consultant on june 30th. The lactation consultant stated she has never seen this before and instructed the customer to call the manufacturer. The customer had been able to pump with the symphony pump prior to the freestyle pump with no problem at all.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, air leak started soon when a surgical instrument was removed through the device. The reducer was held, but the leak continued. The reducer was removed to check whether something was stuck in it, but nothing was stuck. When the device was wiped with gauze, the leak stopped. However, air leaked when the reducer was set. The air leak stopped when the reducer was removed. Another device was used to complete the procedure. There were no adverse consequences for the patient. When the sales rep received the device, the valve was opened even though the obturator was being removed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Leak test failure the analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak without the test probe inserted through the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.